Event description:
The customer stated that the audible tones were no longer functioning. Troubleshooting was performed and the insulin did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audio tone during the tone check on self test due to a broken negative transducer wire on interface board.